Event description:
It was reported that during the procedure in the superficial femoral artery, an attempt was made to advance a 6.0x80 absolute pro vascular stent delivery system (sds) through an unspecified stent implanted prior to advancement of the sds for treatment of a dissection. Resistance was felt with the sds and the stent and the physician pulled back on the sheath. The stent prematurely deployed inside the previously placed stent, proximal to the dissection. An additional unplanned non-abbott stent system was advanced through both stents and the stent was deployed for treatment of the dissection. There was no adverse patient sequela; however, there was a clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the distal sheath was separated. Additional reported information indicates that the sheath separated during use in the anatomy.

Manufacturer narrative:
(B)(4). Incorrect anatomy; indication for use; incorrect removal. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath separation was confirmed. The difficulties advancing the device and premature deployment could not be replicated in a testing environment as they were based on operational circumstances. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the indications section of the absolute pro vascular self expanding stent system instructions for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. It should also be noted that the stent/system removal precautions section of the IFU states: should unusual resistance be felt at any time during lesion access or removal of the delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. Based on the information reviewed, there is no indication of a product deficiency.